Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign objects at the air water cylinder and air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause was not able to be established. Date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.